Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the unknown procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that damage to the hemostatic valve was noticed which was not present during dilator removal but occurred during air aspiration during the farawave insertion. Pump at 30ml was used for irrigation. The procedure was repeated three times, but the issue wasn't resolved thus the procedure was completed successfully by using a different device (same model). No leak or air in patient was seen. No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the unknown procedure to treat unknown indication faradrive steerable sheath clear was selected for use. It has been mentioned that damage to the hemostatic valve was noticed which was not present during dilator removal but occurred during air aspiration during the farawave insertion. Pump at 30ml was used for irrigation. The procedure was repeated three times, but the issue wasn't resolved thus the procedure was completed successfully by using a different device (same model). No leak or air in patient was seen. No patient complications have been reported. The product is expected to be returned for analysis.